Event description:
Report received of a pt death while the device was in use. The pump was reportedly delivering an unspecified concentration of morphine. No further programming parameters were provided. After an unspecified length of time, the pt reportedly expired. The clinical engineer reported that the autopsy indicated the cause of death was attributed to "too much narcotic." The pump was not isolated. Though requested, the customer declined to provide additional information.